Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for shield does not detach as intended and needle hub separates due to unknown lot number. A review of all risk management documents for the product family of the device involved in this complaint (syringe/safety syringe, shield does not detach as intended and needle hub separates) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: customer returned photos of a poly bag from cat # 324909 which is being investigated under complaint (B)(4). No samples were returned therefore the complaint could not be confirmed. Unable to perform DHR check for shield does not detach as intended and needle hub separates due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ syringe needle hub separated before use. The following information was provided by the initial reporter: material no:unknown batch no: unknown. It was reported that the shield was difficult to remove and the needle hub separates when removing shield.

Event description:
It was reported that unspecified bd¿ syringe needle hub separated before use. The following information was provided by the initial reporter: material no:unknown batch no: unknown it was reported that the shield was difficult to remove and the needle hub separates when removing shield.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-07-13. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.6. Investigation summary: level b investigation. - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for shield does not detach as intended and needle hub separates due to unknown lot number. A review of all risk management documents for the product family of the device involved in this complaint (syringe/safety syringe, shield does not detach as intended and needle hub separates) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: customer returned two (2) loose 0.3ml bd insulin syringes. Consumer reported that the shield was difficult to remove and the needle hub separates when removing shield. Both returned syringes were examined, and it was observed that both syringes exhibited a needle hub/shield assembly separated from the syringe barrel; no damage to the barrel tips was observed. Samples will be forwarded to manufacturing (holdrege) on 16jul2020 for further review. Unable to perform DHR review for shield does not detach as intended and needle hub separates due to unknown lot number. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4). On 15 jul 2020, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringes. There did not appear to be any core pin damage. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA #: pr #(B)(4). Rationale: capa1630423 has been opened to address this issue.